Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device is not inflating properly. Pump locks and gets stiff after three pumps.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, reservoir and detached tubing were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the inlet tube of the reservoir. Testing revealed this to be a site of leakage. A group of striations was noted on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. A group of partial striations was noted on the inlet tube of the reservoir. Testing revealed these to not be sites of leakage. Partial separations within abrasion were noted on the detached tubing. Testing revealed these to not be sites of leakage. Abrasion is noted on all tubes of the pump. No functional abnormalities are noted with the pump, cylinder 1 or detached tubing. Based on examination of the returned product, it was concluded that the abrasion marks noted on the tubings matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning then resulted in the inlet tube of the reservoir to abrade enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information received.

Event description:
Additional information received indicated a fluid loss - hole in tubing between reservoir and pump.